Manufacturer narrative:
It was reported that the device diagnostic code log could not be reviewed at the time of the call, however, the remote service engineer (rse) advised the biomedical engineer (bme) of the next recommended diagnostic steps. The bme reported that the issue was resolved with replacement of a filter. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting a high blower temperature error occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the respiratory therapist and confirmed the issue. Investigation ongoing / resolution pending.